Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen exhibited delamination and was subsequently confirmed to be cracked, rendering the touchscreen unusable; the user¿s blood glucose was checked by fingerstick and was in range at 155 mg/dl, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no injury and no reported adverse clinical effects. Outcomes included temporary interruption of pump use and reliance on backup therapy without medical treatment. Investigation included review of user-provided photographs and case documentation. Investigation of this device revealed physical screen damage consistent with a cracked display and associated loss of functionality. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage to the device¿s screen.